Event description:
Healthcare professional reported "deflation" diagnosed visually by hcp. Later hcp reported "capsular contracture". This record is for the left side. The device was explanted and replaced with saline.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification (if applicable). Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ deflation: observed multiple openings through microscopic inspection 1 opening assessed as fold flaw opening and 1 opening assessed as surgical damage. No further actions are required as it is not related to the manufacturing process. ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (creases, non penetrating nicks and wear abrasion) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "deflation" diagnosed visually by hcp. Later hcp reported "capsular contracture". This record is for the left side. The device was explanted and replaced with saline.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data: b5, d6b, h6, h11.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side "deflation" diagnosed visually. The device remains implanted.